Manufacturer narrative:
The conclusions are as follows: the pacemaker implantation has been confirmed by the user on (B)(6) 2025 at 08:21 after the leads connection. The first episode of minute ventilation (mv) oversensing started on (B)(6) 2025 at 09:12. The criteria to raise the specific alert at that time were not met (at least 10 cycles of detected mv oversensing of 125 ms out of 20 atrial intervals). Due to the programmed atrial sensing (0.6 mv), most of them were not detected (lowed amplitude). The second episode of mv oversensing episode recorded just after the first one met the criteria to raise this alert. This episode has been erased from aida memories since the duration was lower than the third episode of mv oversensing (within specifications). This mv oversensing was observed on the atrial channel in atrial burst and fallback mode switch episodes recorded in the device memory. This issue is triggered by the detection of the 8 hz minute ventilation sensor current pulses. This form of noise / oversensing is likely attributed to an atrial lead issue manifesting itself in the form of 1. A high impedance (atrial lead integrity issue or atrial lead connection issue) and/or 2. A high polarization at the tip of the atrial lead. The recommendation of reprogramming is the following: to prevent the mv oversensing in the atrial channel the atrial sensitivity value could be reprogrammed. In this case, the sensor has been set at g only which solved the issue. Reprogramming remains the physician¿s responsibility. Based on available information, no anomaly is suspected with the pacemaker. Please refer to the attached analysis report.

Event description:
Reportedly, a pacemaker replacement occurred on (B)(6) 2025. A follow-up was performed on (B)(6) 2025 before the patient discharge and minute ventilation oversensing was noticed in some episodes dated on (B)(6) 2025 with an alerte "mv oversensing suspected due to mv sensor activation on (B)(6) 2025". The physician has deactivated the mv sensor and kept the g sensor only.